Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper device placement, endoleak, dissection, and reoperation.

Event description:
On (B)(6) 2012, the patient underwent an endovascular repair of a thoracic aortic aneurysm in the distal aortic arch using a gore tag thoracic endoprosthesis (tgt3420/(B)(4)). Prior to implantation, a right axillary artery to left axillary artery bypass surgery was performed. The tgt3420 was intended to be deployed just below the left common carotid artery inside the vascular graft which replaced the ascending and transverse aorta on an unknown date. However, the device moved slightly distal to the intended position (distance unknown) and implanted just above the left subclavian artery at the distal anastomotic site of the vascular graft. Angiography showed no type I endoleak. The procedure was concluded without any other reported issues. On an unknown date, a dissecting aortic aneurysm was identified around the distal end of the tgt3420 in the descending thoracic aorta. The cause of the dissecting aortic aneurysm is unknown. On (B)(6) 2014, a conformable gore tag thoracic endoprosthesis was implanted to repair the dissecting aortic aneurysm. On (B)(6) 2016, a proximal type I endoleak and an aneurysm enlargement (amount unknown) was identified. Another conformable gore tag thoracic endoprosthesis was implanted to repair the type I endoleak. The endoleak was repaired and the patient tolerated the procedure.